Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Media review: media from the clinical procedure was provided to bsc and reviewed by members of the bsc training team, medical safety, and clinical specialists. Media review confirmed the reported event. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60350 batch # 0037787620. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include the following precaution: use caution when manipulating the delivery system. Excessive counterclockwise rotation of the deployment knob or delivery system hub independent from the rest of the delivery system can cause premature implant detachment. Risk review: a risk review was completed and confirmed that the event of premature detachment of device was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that detachment of the core wire occurred. A left atrial appendage (laa) closure procedure was being performed, and a 35mm watchman flx pro closure device was selected to be used. During the procedure, the flx ball was exposed in the laa under intracardiac echocardiography (ice) guidance while the team waited for transesophageal echocardiography (tee) to arrive. The physician used fluoroscopy to confirm correct positioning of the flx ball. After waiting approximately 10 to 15 minutes for echocardiography, the physician proceeded with the deployment attempt. The closure device deployed but very soon after the physician noticed the core wire was not attached to the closure device. The position passed, the compression was adequate, no detected leak, but the tug test could not be performed. There were no patient complications. The patient is fully recovered.

Event description:
It was reported that detachment of the core wire occurred. A left atrial appendage (laa) closure procedure was being performed, and a 35mm watchman flx pro closure device was selected to be used. During the procedure, the flx ball was exposed in the laa under intracardiac echocardiography (ice) guidance while the team waited for transesophageal echocardiography (tee) to arrive. The physician used fluoroscopy to confirm correct positioning of the flx ball. After waiting approximately 10 to 15 minutes for echocardiography, the physician proceeded with the deployment attempt. The closure device deployed but very soon after the physician noticed the core wire was not attached to the closure device. The position passed, the compression was adequate, no detected leak, but the tug test could not be performed. There were no patient complications. The patient is fully recovered.